Manufacturer narrative:
Unit passed self test. No pump error 42 noted. Unit alarmed pump error 38 during rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify insulin flow blocked alarm due to motor anomaly. Unit received with scratched case, stained keypad overlay and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had broken and had multiple pump error alarms. Customer was able to clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.